Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was in the 30 mmol/l at the time of the incident. The customer stated that their blood glucose was very high even when they were in manual mode. The customer was feeling fine. The customer was trying to get the blood glucose down. The customer changed the infusion set, reservoir, did high pressure test that was passed. The customer was advised to use pen to get the blood glucose down and then continue with the insulin pump. The insulin pump will not be returned for analysis.